Manufacturer narrative:
Please note that the malfunction code of "stent delivery system (sds) - withdrawal difficulty" no longer applies. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 80mm smart radianz self-expanding stent (ses) delivery system was stuck on a 300cm non-cordis .014 guidewire. The device was removed to check for possible guidewire kinking, but none was found. The smart radianz ses delivery system was flushed and an attempt to reinsert the device was made. The guidewire still could not exit the smart radianz guidewire port smoothly and the device was pushed back and forth for several minutes until the guidewire eventually came out of the guidewire port. An attempt to advance the device towards the lesion was made but intensive resistance was felt. The guidewire and device were advanced together over the aortic arch until they reached the left external iliac artery where the 8mm x 80mm smart radianz ses was implanted without issue. However, when attempting to remove the smart radianz delivery system, resistance was felt between the delivery system and the guidewire, and the delivery system and the delivery system was ¿almost stuck¿. To maintain guidewire position for additional stenting, the guidewire could not be removed. However, the smart radianz delivery system was able to be removed from the patient. A 10mm x 60mm smart radianz ses delivery system was then used and was implanted in the left common iliac artery. There was no resistance experienced with the 10mm x 60mm smart radianz ses delivery system and the stent was deployed without issue. There were no reported injuries to the patient. This was during a procedure to treat a peripheral lesion from the left common iliac artery to the left external iliac artery in which an approach was made from the left radial artery. A 110cm brite tip radianz catheter sheath introducer (csi) was used for access. The smart radianz ses delivery system was prepped per the instructions for use (IFU). There were no difficulties flushing the device and the device remained one piece during its removal from the patient. There was no observed damage on the device after it was removed from the patient. The device will be returned for evaluation.